Event description:
The reporter stated that locking collar on the male came off the tubing. The reporter indicated that this had occurred several times however did not provide specific info regarding these events. There was no pt injury.